Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via company representative with an implantable neurostimulator (ins) for non-malignant pain. It was reported patient had difficulty charging controller/ charger, screen was blank. Rep stated that patient was unable to charge her controller or turn the controller on, patient was now in pain. Patient had tried some ¿common sense¿ troubleshooting like different outlets which did not resolve the issue. They couldn¿t troubleshoot due to lack of access to product. It was noted rep didn¿t specify if the pain return was sudden or gradual. A replacement controller would be sent. It was noted controller wouldn¿t power on with lithium battery, but did with aa batteries, controller was freezing and had to reset. An additional information from later date form patient stated that patient was charging her implant on saturday non and the controller went off and she took the battery pack out, put it back in, plugged it into every outlet but it was still dark, patient just done talking with rep earlier. Patient stated she met with rep at the healthcare provider office on thursday and doctor told her they had placed a new program that would deplete the battery more quickly, so she would have to recharge more often. Patient had recharge every 4 days prior and was trying after 2 days, and that was when the controller went dark. Patient stated the stim stopped and she had been in a lot of pain and could not sleep on saturday night and all-day sunday. Patient noted she just talked with rep and had taken the battery out of the controller, put it back in but the screen was still dark. Patient stated she had tried to plug the controller into every outlet in the house to try to charge it. A replacement controller battery would be sent. It was noted controller wouldn¿t power on with lithium battery, but did with aa batteries, controller was freezing and had to reset. No further complication and event were reported.